Event description:
During follow-up, increased capture threshold was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
D6a: implant date is estimated to have occurred in (B)(6) 2024.

Event description:
Additional information was received indicating diagnostic imaging was performed and a lead dislodgement was observed. Reprogramming was performed to resolve the event. The patient was stable.